Manufacturer narrative:
Analysis was unable to prime during prime test due to moisture damage in force sensor resistor. Analysis was unable to perform occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir keeps having air bubbles. The customer's blood glucose was 7.7 mmol/l at the time of incident. The reservoir will be returned for analysis.